Event description:
Amo moisture contact lens solution. Eye parasite that can lead to blindness. Symptoms: light sensitivity, eye irritation, redness, feels like something in eye. Dates of use: 2006- 2007. Event abated after use stopped: no.